Manufacturer narrative:
A ge service representative performed an on site investigation. Per the representative, "tried technique processor pcb but it did not fix the problem. Then performed film shot with large focal spot after re-booting the system. The system started working then. Customer did not want further troubleshooting due to new system on order."

Event description:
Customer reported system was giving a black image and system was tracking to max technique. No report of pt injury.